Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the infusion set connector separated from the tube, and the customer experienced hyperglycemia of 300 mg/dl as a result. No adverse event was reported. The alleged product is not available to return for evaluation.